Event description:
The customer reported a clear leak on the control stopper of the coulter act 5diff cap pierce (cp). The customer also stated that the controls were running low. The volume of the leak was a few drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(4) 2015. The fse found that the rinse block was worn and was not creating a proper seal at the o rings. The fse replaced the rinse block and the o rings, which repaired the leak. The repairs were verified per established procedures. (B)(4).